Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Reportedly, customer was hospitalized; details and nature of hospitalization were not provided. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.